Manufacturer narrative:
Device evaluated by MFR: customer resolved.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the self-test. There was reportedly no patient involvement. The customer cleaned the tray and the operational check passed. Upon conclusion of the evaluation, it was determined that the device failed the self-test due to user error. The tray needed cleaned; however, once the tray was cleaned the device passed operational checks and is in working condition. The device remains at the customer site and no further evaluation is warranted at this time.